Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm successfully. Customer was able to rewind the insulin pump. Insulin pump had passed self test. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11e. Retainer ring = black. Insulin pump case = ngp. Customer returned insulin pump for an alleged insulin pump error 3, insulin pump error 43, and insulin pump 54 found on (B)(6), 2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thus. No insulin pump error 3, insulin pump error 43, and insulin pump error 54 alarms were noted during testing. No insulin pump error 3, insulin pump error 43, and insulin pump error 54 alarms were found in the history files on or near the event date. Pump was cut open to perform visual inspection and found moisture on pcba 1, moisture and force sensor. The motor was removed from the pump to be tested on the ngp board test. The motor failed the ngp board test due to pump error 43 occurred during rewind. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, label damage (faded), minor scratched lcd window. Insulin pump error 3. Insulin pump error 43, and insulin pump error 54 were not confirmed during analysis of the full drive test or in the history files or traces. Pump exposed to moisture confirmed on electrical board, motor and force sensor. Motor failed ngp board test due to insulin pump error 43 occurring during rewind caused by moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.